Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer instrument was analyzed and the reported failure could not be reproduced. Visual inspection displayed no signs of physical damage. The instrument was lubricated with krytox between the inner/outer running surfaces of the jaw tangs and clevis slots. The lubrication was not excessive and it is considered an expected condition. There was no problem detected.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the plastic of the outside of the vessel sealer extend (vse) instrument was observed to be melting while the doctor was using it. No fragment fell into the patient. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and nothing was observed out of the ordinary. The initial reporter was unable to determine if the reported plastic/coating that was melting was referring to the lubrication krytox solution. In addition, the initial reporter was unable to determine if any of the krytox material fell into the patient.